Event description:
A customer reported to baxter (B)(6) that a vented paclitaxel set "leaked, probably due to a crack." The set is contaminated with zytotoxic drugs. This condition occurred before-use, and there was no patient injury or medical intervention necessary. No additional information is available.

Manufacturer narrative:
(B)(4). The actual sample is not available for evaluation, however, a picture was sent by the customer. If additional information or samples become available, a follow-up report will be submitted. A batch review was conducted and there were no deviations found during the manufacture of this lot. This device is manufactured for distribution outside of the united states (u.s.); therefore, it does not contain a u.s. 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the u.s.